Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath was kinked at the distal tip. There was no patient injury/medical or surgical intervention required. The patient condition was fine. The estimated blood loss was less than 250cc. The procedure outcome was a success. Additional information was received on 18dec2020. The kink in distal sheath was discovered when it was opened. The procedure being performed was a leg angio. They resolved the issue with a new sheath. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 update section d9 and section h3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.